Manufacturer narrative:
The investigation was unable to determine a direct root cause. A reagent issue was excluded as there were no additional events, and the correct repeat result was obtained with the same reagent. A field service engineer (fse) determined that the test and module were running within specifications.

Manufacturer narrative:
The albumin gen.2 reagent lot number is 881109, and the expiration date was not provided. The tina-quant albumin gen. Reagent lot number is 883906, and the expiration date was not provided. It was reported that the sample was hemolytic. The investigation is ongoing.

Event description:
There was an allegation of a questionable albumin gen.2 result from the cobas c 503 analytical unit for one patient. The initial albumin gen.2 result was 0.356 g/dl. The sample was repeated after an internal laboratory evaluation, and they then measured with tina-quant albumin gen. (Albt2). The result for albt2 was 3.56 g/dl. The albumin gen.2 repeat result was not provided. The albt2 result was considered to be correct.